Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific right ventricular (rv) lead exhibited shock impedance measurements of 14 ohms. It was noted there was an unusual appearance and varied morphologies on the left ventricular (lv) and shock channels. This non bsc rv lead was noted to be from 2003. The health care professional (hcp) will have this patient come in for troubleshooting of that lead. This crt-d remains in service. No adverse patient effects were reported.